Event description:
One week after exercising in the gym, the pt had a loss of therapeutic effect; she wasn't getting coverage for her pain. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).